Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00783301100 ¿ versys stem ¿ 61380176, 00781805300 ¿ endo femoral head ¿ 61401657, 00781809902 ¿ endo femoral head adaptor - 61056250, 00630505036 ¿ liner ¿ 61273251, 00111214001 ¿ palacos cement ¿ 69454237, 00223200418 ¿ cerclage cable ¿ 60884475. Customer has indicated the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05468, 0002648920 - 2019 - 00919, 0002648920 - 2019 - 00920, 0002648920 - 2019 - 00921.

Event description:
It was reported that patient underwent a left hip revision approximately 2 days post implantation, a second revision approximately 6 months late, a third revision approximately 9 months later, and a fourth revision approximately 3 months after that due to unknown reasons. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.